Event description:
According to the literature source of study performed from 2015 to 2018 analyzed the prevalence of small bowel polyps in patients with duodenal and/or ampullary adenomas (da) utilizing the capsule system. There was 1 patient excluded from the study because they aspirated the capsule to the trachea. They immediately, spontaneously expelled the capsule with no subsequent complaints. The patient was discharged home after observation.

Manufacturer narrative:
Title: the prevalence of small-bowel polyps on video capsule endoscopy in patients with sporadic duodenal or ampullary adenomas source: gastrointestinal endoscopy volume 93, no. 3: 2021. If information is provided in the future, a supplemental report will be issued.